Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior. Upon review of the sensor data, there was potentially accelerated oxidation of hydrogel. An RMA was authorized for further investigation and has not yet been received. Therefore no further investigation could be performed at this time.as part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report (B)(6) 2024. G3.date received by the manufacturer? 06 march 2024. H3. Device evaluated by manufacturer? No,not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 174. H6. Investigation conclusions updated to 67, 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On december 8, 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.